Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited r-wave amplitude variation. Diagnostic imaging confirmed dislodgement. The lead was successfully repositioned on (B)(6) 2022. The patient was stable and asymptomatic.